Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure the iol defective noted. Iol was implanted and then explanted. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).